Event description:
Patient reported obtaining back to back blood glucose results of 256 mg/dl, 152 mg/dl, 123 mg/dl, 113 mg/dl, and 178 mg/dl on the aviva system. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the aviva system. Technical support requested the return of the suspect product and replacement product was shipped.